Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the cautery on the hemopro 2 device did not work. The cord was switched out; however, the device still did not activate. The hospital did not report any patient effects. The hospital will reportedly not be returning the product in question.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).